Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was sleeping when the mother noticed the dexcom reading was low, so the mother treated for hypoglycemia. The patient started to feel very sick and experienced stomach pain. The cgm reading was 2.2 mmol/l and the bg reading was 17.0 mmol/l. The patient was taken to the hospital at 9:00 am. He was treated with insulin pen injection. The patient was discharged at 3:00pm the next day (B)(6) 2024. There was no information about the length of stay at the hospital. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.